Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they stopped using their device because it begun to zap in their spine. Patient was working with their health care provider (hcp) to have their device explanted. Patient mentioned that they have an magnetic resonance imaging (MRI) on monday however they can't put their ins to MRI mode because their controller was missing and they could not afford to get a new one. Patient mentioned it's been three months since they turn the stim on. Agent reviewed the MRI eligibility form and sent it to the patient for their hcp to fill out. Patient was unsure when the event date was, but they said that it was at least a couple of years. The hcp also called confirming details patient reported with additional inquire regarding if medtronic will give the pt a loaner programmer so they can activate MRI mode for scan they are needing told hcp the scs "does not help him, it hurts him and it shocks him."